Event description:
The following has been reported: biomed reported: " have a lvp sn (B)(6) that I would like to send in for further analysis. No patient incident. Device came with note "clamp don't close with cassette in". The following is what has been done to the lvp. The following was founded during investigation: damaged front housing (broken handle stud). Stuck shear pin. Broken retaining plate. Damaged/pinched wire for antenna. Damaged override arm. Replace front housing - old: (B)(6) new: (B)(6). Replace shear pin. Replace retaining plate. Replace antenna. Replaced override arm. Provisioned to bring-up mode. Failing functional check 1 (resistor home) - does not lock when resistor home turns 90 emailed ivenix for further assistance. Replace lever failed functional check 1 (resistor home) - does not lock when resistor home turns to 90 ribbon connecting av encoder board to main board was disconnected - reattach ribbon failed functional check 1 (resistor home) - does not go back to 0 degrees". A preliminary review identified the following issue: mechanical hardware failure (vr assembly). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned because it failed functional check 1 (resistor home); the lever arm does not lock. During investigation, the vr coupler was not in the home/zero position. Installed unit into vr coupler alignment tool. Removed resistor motor and aligned gear to the home position. Realigned vr coupler and resistor motor to the proper home/zero position. Internal review identified that the ground connections on the handle grounding stud were routed in the path of the override arm. This interference impeded override arm travel, preventing the lever arm from locking during the motor home test. Rerouted ground connections away from the override arm path. Performed resistor motor home test, unit passed. Performed resistor calibration/verification test, unit passed. No additional issues identified.